Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. Customer reports: the lite glove tore at the handle during use. Additional information was requsted on 12/2/16 and 12/5/16 with no response to date.